Event description:
Device has been explanted.

Manufacturer narrative:
The device related to the reported event of anxiety¿product/procedure and deflation was received on january 31, 2020 with catalog number mcghan 450cc. Visual analysis of the returned device identified: the device was broken shell, creases, white particles calcification -like in device outer surface and wear abrasion. A microscopic analysis and leak test were performed which identify: broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage.

Event description:
Patient reported a right side "leak". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is "leak". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "leak". Device remains implanted.